Event description:
During generator replacement surgery for end of service, the surgeon noticed a break on the outer lead tubing. The lead was also replaced. There was no indication that something was wrong with the lead prior to the generator replacement surgery. No lead test or any other diagnostic testing was run because the site typically only runs those tests when they suspect that something is wrong with the device. The pt had been programmed to rapid cycling for quite sometime. At the time that it was decided for a generator replacement, the generator could no longer interrogate due to end of service and therefore no diagnostic testing could be performed. Additionally, no x-rays were taken prior to generator replacement surgery as there was no indication that there may be a problem with the lead. The pt benefited from vns therapy greatly. Seizure level decreased and had great seizure control. The pt is very active but no injury was ever reported; was last seen on 8/19/2002 and reportedly doing fine. The pt did not have any clinical seizures after the ncp system replacement surgery. Investigation to date has been unable to determine whether the lead was broken prior to generator replacement surgery, or whether the lead was damaged during replacement of the generator.